Event description:
It was reported to philips that the device's battery wont discharge. There was no patient involvement.

Event description:
It was reported to philips that the device won't discharge. The customer did not clean the paddles/ tray completely. The customer completed a cleaning to resolve. This report is consistent with a lack of maintenance where the test shock is being delivered with improper paddle/paddle tray contact and no malfunction of the device. The IFU directs the user to verify the patient contact led indicators are not lit, verifying appropriate contact, when delivering a test shock. Poor contact can result from the gel used for patient defibrillation or some other substance not adequately cleaned from the external paddle set/contacts. Customer cleaned the paddles/ tray. The device remains at the customer site and no further evaluation is required at this time.